Manufacturer narrative:
The associated device/packaging was not returned for evaluation. A review of manufacturing records did not reveal any deviations that could have contributed to this issue; the plate was packaged in two sealed pouches within a carton/box. A review of complaint history revealed that we have not had any previous complaints for this device/failure mode. No harm to the patient was reported, other than the extended surgery time. No additional information has been received to verify or aide in our investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If additional information be received, the complaint will be reopened.

Event description:
It was reported that during the surgery there was a delay of 40 min due to no physical device once the package was opened.